Event description:
While on a patient, in pressure support mode the unit failed to trigger and deliver breaths about every four minutes. The sensitivity knob was set in the green band and would allow the patient to trigger breaths normally, except every minutes or so it would stop cycling and the patient was pulling negative 15 to negative 20 no delivery of gas. The peep potentiometer was tested and tracked smoothly. The unit was changed out with another and no patient injury resulted. Customer still investigating the problem and no part has been identified yet.